Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain. The cause of the event was unknown. The patient was hospitalized for the peritonitis. The patient was treated with intraperitoneal vancomycin (2g every five days; duration not reported) and intraperitoneal fortaz (1.5 g daily for twenty one days) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient had recovered. No additional information is available.